Event description:
End user reported that the fluid delivery spike line is getting bubbles. They believed the point of entry to be the juncture of the spike head to the tubing. One used sample being returned along with 108 unused samples. There was no pt injury.